Manufacturer narrative:
Title: bioabsorbable polymer everolimus-eluting stents in patients with acute myocardial infarction: a report from the swedish coronary angiography and angioplasty registry. Authors: sergio buccheri; giovanna sarno, bo lagerqvist, göran olivecrona, kristina hambraeus, nils witt, daniel lindholm, david ER linge, oskar angerås, stefan james journal: eurointervention year: 2018 issue: 14:e562-e569 ref: doi: 10.4244/eij-d-18-00392. If information is provided in the future, a supplemental report will be issued.

Event description:
A 36,292 patients that presented with mi and underwent pci were enrolled into this study with a total of 61, 066 stents implanted. A 11,948 resolute onyx des and 12,233 resolute integrity des were implanted and analyzed as part of the newer-generation des group. It was reported that in the overall population at two years 440 incidences of stent thrombosis, 702 restenoses and 1,948 cases of recurrent mi had occurred, and 3,002 subjects had died.